Event description:
Boston scientific received information that the minute ventilation sensor on this cardiac resynchronization therapy defibrillator (crt-d) was too aggressive for this patient. The device was programmed to a lower level and the patient did hall walk but the heart rate was still high. Boston scientific technical services (ts) discussed minute ventilation is too sensitive for this patient. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.